Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the power module battery clip connector was broken.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of ¿battery clip connector was broken¿ could not be confirmed through this evaluation. Event details indicated a replacement streamline battery cable assembly will be shipped to the customer. A root cause that attributed to the damage was not determined during the evaluation. Attempt was made to obtain additional information from the customer regarding the return status; however, no additional information was provided. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial # (B)(6)) was shipped to the customer on 25may2011. Power module IFU 103772 rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.